Event description:
It was reported that the dressing package was opened on one side when new box was opened. No pt involvement was reported.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Note: a total of (B)(4) cases associated with this complaint issue. A separate 3500a form has been completed to for the other case.

Manufacturer narrative:
Additional information was received on (B)(6) 2015 confirming that a return product was received. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 04, 2015.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. This complaint issue was investigated by evaluating the photographs of the pouches with open seals and the returned samples. The pouches appear to have been properly sealed as indicated by the white adhesive material on the clear film. This adhesive transfer from the paper to the clear film occurs during the pouch sealing process. The paper-to-film adhesion bond is strong enough to prevent the seal from being compromised during normal packaging and sterilization. The seals shown in the photos and samples show the side seals were breached but there was no indication the seal had been compromised or obstructed. There is a pocket of air inside the sealed pouch and it is possible the pouches burst when pressure was applied to the pouch (or stack of pouches), however there is not enough evidence to confirm this is the actual cause of the open seals. The root cause for this failure cannot be determined without additional information about how the product was handled after it shipped to convatec. The complaint was also investigated by confirming the lot of product was sterilization certified. All manufacturing, materials, and sterilization process were compliant to requirements. No previous investigations are available. After a thorough batch review no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on september 15, 2015. (B)(4).